Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and it did not show the currently reported issue. When the device was returned to mmdg for investigation, a bearing in the motor had failed, resulting in the motor running but being unable to turn the roller and this caused the failure to deliver. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the complaint had occurred during testing and did not have any affect on a patient. No other information was provided. (B)(4).